Event description:
Hi, philips had a recall on devices that are affected, since then I registered my device with philips and was able to prioritize the process through the website. It has been over 8 months or more since I registered the defective device. I call philips and all they say is we have no information for you. I am 59 years old with a very bad case of sleep apnea. FDA safety report ID# (B)(4).